Event description:
It was reported that the device was lifted up and fractured.. The target lesion was located in the left circumflex artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was lifted up and fractured. It was then confirmed that there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.